Event description:
It was reported that this patient received 3 inappropriate shocks and 3 untreated events were also identified. A boston scientific technical services consultant noted all of the events have the same morphology with a significant decrease in amplitude and a large increase in rate. The r wave and t wave were the same size and there was evidence of undersensing the signal and oversensing of both the t wave and qrs. The consultant extensively discussed the clinical observations with the caller and recommended troubleshooting and reprogramming options for this system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.